Event description:
Report also alleges pt's implants have always been firm, she has noted a decrease in size without history of trauma, arthralgias, dysesthesia, adenopathy, chills, temporomandibular joint disease, dry mucous membranes, rashes, costochondritis and genitourinary problems.